Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. The patient's blood glucose was reported as normal and did not require medical treatment. The alarm history displayed prior instances of compromised force sensor system alarms. The insulin pump is out-of-warranty and will not be returned or replaced.